Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose value. The customer's blood glucose value was 43 mg/dl. The customer mentioned other blood glucose as 105 mg/dl, 219 mg/dl and 135 mg/dl. The customer did not provide any information about symptoms and treatment. The insulin pump will not be returned for analysis.